Event description:
On (B)(6) 2013, it was reported that the user was having keypad button issues. No additional information was provided by the reporter. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
Follow up #1 submitted: 05/26/2013 device evaluation: on examination, the keypad was noted to be peeling from the bottom to the ok keypad button. The keypad was also noted to be torn around the up and down arrow buttons. On testing, none of the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.